Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that while they were being prepped for an magnetic resonance imaging (MRI) the proper cardiac resynchronization therapy defibrillator (crt-d) settings weren't adjusted and the patient received inappropriate pacing as a result. The patient further reported that it felt as if they were having a heart attack. The crtd remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient also experienced jerking movements and pain, and the symptoms resolved after taking patient out of MRI mode. Additionally, the left ventricular (lv) lead exhibited high thresholds. The patient becomes symptomatic with any ventricular pacing. The lv lead was reprogrammed and remains in use.